Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement, unrelated to the lead, the lead insulation pulled back when the pace/sense pin was being removed from header. The lead was repaired with medical adhesive and competitive tubing. The patient condition was well and was discharged.